Manufacturer narrative:
The insulin pump was received with normal operating currents and passed the unexpected restart error test, self test, and the displacement test. However, the pump alarmed compromised force sensor system alarm during the basic occlusion test due to a loose/protruded drive support disk. We were unable to perform the occlusion test, prime/compromised force sensor system test, and excessive no delivery test due to a compromised force sensor system alarm. The pump was monitored and no unexpected battery out limit alarms occurred during testing. The pump was received with a cracked reservoir tube lip, a case cracked at the display window corner, a minor scratched lcd window, and a scratched reservoir tube window.

Event description:
The customer reported via phone call that he had a battery out limit alarm on the insulin pump. Customer stated that he did have the battery out of the pump. Customer's blood glucose was 90 mg/dl at the time of the incident. Customer stated that the pump is alarming at the time of the call. Customer was assisted with clearing the alarm. Customer stated that the pump was stuck in the prime loop. Customer reported that insulin was shooting out of the line during the priming process. Customer stated that the batteries were out of the pump greater than the duration allowed by the pump. It was explained that this is normal pump behavior. The pump will be replaced due to the drive support cap sticking out.